Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the biomedical engineer that while the patient was at home, the pump stopped. The patient was admitted to the hospital and placed on pneumatic support. The hospital made a decision to replace the lvad with another lvad.